Event description:
On (B)(6) 2013, the reporter contacted animas alleging the down arrow keypad button was intermittently unresponsive and the ok button was worn. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/29/2013 with the following findings: there was no damage found to the keypad. The up arrow and down arrow buttons were intermittently responsive. The ok and contrast buttons responded properly. Contamination was found under all the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).